Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, bupivacaine, clonidine, and compounded baclofen at 10.0 mg/ml, 30.0 mg/ml, 300.0 mcg/ml, 800.0 mcg/ml concentrations and doses of 3.352 mg/day, 10.055 mg/day, 100.55 mcg/day, 268.13 mcg/day respectively via an implantable pump. The indication for use was malignant pain. It was reported the patient's pump was interrogated on (B)(6) 2017 and two motor stalls and recoveries were noted secondary to MRI. The first pump motor stall was noted on (B)(6) 2017 at 15:56 and recovered the same day at 16:41. The second motor stall occurred on (B)(6) 2017 at 16:37 with recovery the same day at 16:58. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6) lbs.